Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information on 25 april 2022 and 17 may 2022, the patient was injected on (B)(6) 2022 with rha 4 in the nasolabial folds and cheeks. Towards the end of injection, the injector noticed blanching of the nasolabial folds on the left side and bruising of mild intensity. As treatment the same day, the injector applied nitro paste two times (five minutes and then a second time for ten minutes), and injected hyaluronidase (vitrase, 100 units) to dissolve the filler. Blanching resolved the same day and bruising one week after. A medical expert was contacted to give a diagnosis of the reaction and confirmed a vascular complication. Due to this information, the case was declared reportable on 17 may 2022.

Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information on 25 april 2022 and 17 may 2022, the patient was injected on (B)(6) 2022 with rha 4 in the nasolabial folds and cheeks. Towards the end of injection, the injector noticed blanching of the nasolabial folds on the left side and bruising of mild intensity. As treatment the same day, the injector applied nitro paste two times (five minutes and then a second time for ten minutes), injected hyaluronidase (vitrase, (B)(4)) to dissolve the filler and applied warm compresses. Additionally, the patient reported little blisters all over the affected area. The patient stated that her lips were healing, and that vaseline was helping with the splitting. Blanching resolved the same day and bruising one week after. The skin went back to normal with some mild erythema a medical expert was contacted to give a diagnosis of the reaction and confirmed a vascular complication. The injector reported no signs of necrosis. Due to this information, the case was declared reportable on (B)(6) 2022.